Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is getting hotter and hotter while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Customer returned usb cable was returned with the reader. It was observed that reader only powered on with usb cable insertion. Built-in reader test was performed while reader is plugged in with charging cable and the test passed. Visual inspection was performed on the usb charger and charging cable and no issues were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased visual inspection was performed on pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. Returned battery voltage was measured and results were not within the specified range. Reader was monitored under thermal camera during operation and temperature was observed. A further extended investigation was conducted. Data in the initial scan was not able to be reviewed due to the log not able to be retrieved. The device was brought to a lab bench for testing. The returned battery voltage was measured and results were not within the specification. The reader was unable to power on using the button depression, test strip insertion, or charging cable insertion. A known good battery was connected to the returned reader and the device was able to power on but displayed a ¿connected to pc message.¿ the reader was monitored under a thermal camera during operation and hot spots were observed on u2 after the button was pressed. A voltage was observed on the pa9_vbus line when the device is not charging. This indicates there is damage on the pa9 pin of the cpu (central procession unit). It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. The returned charging cable was also returned. A continuity test was performed on the returned cable and passed with no issues observed. The reported field event of the reader not able to power on was not observed. The device was observed to power on with and without a charging cable with a known good battery, but a ¿connected to pc message¿ was observed in both scenarios. It was observed that the reader had hot spots. The investigation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and hotspots. Therefore, the issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is getting hotter and hotter while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.